Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates, burrs, or sharp edges in the cassette area that could have punctured the cassette membrane. A pre-accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the base plate behind the front panel assembly, on the rear panel, under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines. The cause of the observed fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving dc-drain complication encountered alarm during an unknown phase of treatment prior to observing the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. Additional information has been requested, however to date has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving dc-drain complication encountered alarm during an unknown phase of treatment prior to observing the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. Additional information has been requested, however to date has not been received.